Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4), alleging that her onetouch ultramini meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 (time not provided). The patient stated that she obtained the result of "120 mg/dl" using the subject meter compared to results of "450-600 mg/dl" obtained using a lab device, the time difference between the results was greater than 30 minutes. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "disorientation" at an unknown date/time. The patient stated that she visited her doctors office and received hcp treatment of 40 units of insulin on (B)(6) 2015 at 12:00pm. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient received hcp treatment for a severe high blood glucose excursion after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.